Manufacturer narrative:
Batch review performed on 30 november 2020: lot 1910100: (B)(4) items manufactured and released on 07-may-2020. Expiration date: 2025-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported. Clinical evaluation: early dislocation of a revision rsa few weeks after surgery. According to the report, excessive activity during rehabilitation was the main cause for this problem. At open reduction, metaphysis and insert were replaced to seek a more stable joint configuration. No reason to suspect faulty implants. Other device involved in the event: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm lot. 179981 (k170452) batch review performed on 30 november 2020: lot 179981: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported.

Event description:
Revision surgery performed 2 months after the primary surgery due to dislocation of the prosthesis. The surgeon revised the metaphysis and the insert. The event was caused due to the patient was too active in physiotherapy and everyday life. The medacta shoulder was implanted to replace a competitor system in a very complicated surgery. The broken screw visible on the x-ray is a part of competitor's prosthesis previously explanted.

Manufacturer narrative:
On 01-feb-2021 we received information about correct patient's weight and age.